Event description:
It was originally reported by the customer that the device would power on but would not power off. After evaluation by physio, it was observed that the device would not power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use.